Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted (B)(6) 2009. 6949-65 lead, implanted (B)(6) 2005. Product event summary: the device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicated elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.